Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history for the patient it was noted that there was an incomplete diagnostic that resulted in the patient's setting being changed. The setting changed was noticed and was only partially corrected.